Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes . Section d-9: device date returned to manufacturer: 21-aug-2023. Section h-3: device evaluated by manufacturer: yes. Device evaluation: the complaint lens was received inside of a lens case (serial number scratched off). Visual inspection under magnification revealed that the complaint lens was received cut in half with a portion of the haptic damage. The lens was cleaned and, no further issues were observed. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue was not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: based on the complaint investigation results, the product was released within specifications. The complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was implanted into the patient¿s ocular dexter (right eye). In a secondary surgical procedure, the iol was explanted due to complaints of displaced iol. There was no information provided regarding patient visual issues. The explanted iol was replaced with another johnson & johnson lens, same model iol with a different diopter size, za9003 18.5 iol. Planned vitrectomy and incision enlargement were performed however, no suture(s) were required. Patient outcome post-lens exchange was reported as fully recovered. No further information is available.

Manufacturer narrative:
Sections a-4 patient weight and a-5 patient ethnicity and race: unknown/asked information unavailable. Section h3-81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h-6 health effect - clinical code: 4581 device dislocation. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.